Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Vivigen: it was reported that an adverse event of cardiac arrest and death reported study subject (B)(6). Concomitant devices: vivigen pouch, bl-1500-001, lot# 1811201-8019, qty 2 (stryker) bio avs c-open 4=14(w) x 12(d), 77101074, lot# 1715826-1049 and 1618761-1048.